Event description:
It was reported by service report that the bed exit and scale are not working. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: load cell.